Event description:
Reportedly, a patient was hospitalized on (B)(6) 2023 due to increase of rv threshold to threshold to 4,0v/0.4ms, and therefore output reprogrammed to 5.0v/1ms. Replacement for the lead done on 23 november 2023. The lead was discarded and a new vega r58 lead was implanted.

Manufacturer narrative:
Analysis synthesis: review of patient files confirmed that the ventricular threshold had increased on (B)(6) 2023 to 4v. Electrical measurements since the beginning of october 2023 revealed a wide dispersion of r waves, detected between 0.8 mv and 3.4 mv and a ventricular lead impedance around 800 ohms, with fluctuations in daily measurements. The lead was explanted during a reintervention on (B)(6) 2023 and discarded. Since the ventricular lead was not returned, no further comment can be made regarding the root cause.

Event description:
Reportedly, a patient was hospitalized on (B)(6) 2023 due to increase of rv threshold to threshold to 4,0v/0.4ms, and therefore output reprogrammed to 5.0v/1ms. Replacement for the lead done on (B)(6) 2023. The lead was discarded and a new vega r58 lead was implanted.